Manufacturer narrative:
E1 reporting address state: (B)(6).reporting institution phone number: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a 3.3v power supply failure. It was reported there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite and replaced the power management (pm) printed circuit board assembly (pcba) to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service.